Manufacturer narrative:
Internal complaint number: (B)(4). Analysis of production: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the manufacturing process and the reported failure. Historical data analysis: (4109/213/67) the review of the historical data indicates that no other similar complaint was reported for the same lot number and reported failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period jun-2019 through may-2021 was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device/testing of raw/starting materials: (10/4105/213/67) the device was returned to the factory on 02jun2021. An investigation was conducted on 09aug2021. A visual inspection was conducted. Signs of clinical use and evidence of blood and charred tissue was observed on the jaws. Speck of blood was observed on the handle. The heater wire was observed to be slightly flexed at the center of the hot jaw due to clinical use, but remained attached at the base and tip of the hot jaw. The silicone of the jaws was also observed to be intact, no visual defects were observed. The device was evaluated for electrical/cautery function. A pre-cautery test was performed per the instruction for use with a reference cable and reference power supply vh-3010 at level 2.5. The device passed the pre-cautery test; it produced visible steam and audible sound during several activations over a period of 10 minutes and shut off when the toggle was released. The pre-cautery test was repeated 10 times with no observed failure. There was no excessive smoke observed. No visible defects were observed to the toggle. Based on the returned condition of the device and the evaluation results, the reported failure "environmental particulates" was not confirmed.

Manufacturer narrative:
Trackwise ID # (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 malfunctioned, radial artery harvest was inundated with excessive smoke that obscured visibility and fogged up the lens. He states that the excessive smoke started after the fasciotomy phase of the radial artery harvest. The smoke generated was requiring multiple maneuvers to clear such as removing the cannula from the tunnel in order to milk the smoke out of the tunnel and to frequently wipe the lens with defogger solution. Harvester checked the jaws of the cutting device but observed no discernible damage to the jaws under direct vision. Harvester set aside initial kit and proceeded with a new kit with no complaint of excessive smoke with the new kit. No harm to the patient was inflicted. No excessive delays. No extra incisions. A replacement device was used to complete the procedure. The hospital did not report any patient effects.